Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging laryngeal cancer,barrett's esophagus. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 06/13/2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging laryngeal cancer and barrett's esophagus. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated. In box a: patient identifier was incorrectly captured in previous report, and it was corrected in this report. In box d: product UDI was missed to captured in previous report and it was updated in this report. In box e: initial reporter details were missed to captured in previous report and it was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging laryngeal cancer, barrett's esophagus. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings are 32 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Thermal event on humidifier harness connector and pca at j9. See inv0636. Dust-like contamination inside humidifier enclosure and inside the water tank. Missing both non-slip pads. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Evidence of sound abatement foam degradation/breakdown was observed in this device. Manufacturer was unable to address the symptoms specified. Section h6 updated.